Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2010; h601h31 heart ring (B)(6) 1992; h601h33 heart ring (B)(6) 1992. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had an elevated and rising threshold with sustained failure to capture. It was noted that a chest x-ray was all normal. The lv lead was going to continue to be monitored per the physician recommendation and remains in use. It was noted that the patient is part of the system longevity study. No patient complications have been reported as a result of this event.